Event description:
Rn reported pt on althin-baxter system 1000 hemodialysis device removed more weight than intended. The goal was 2.9kg, the actual was 4.9 kg. The pt was administered was administered 1000 ml of normal saline. There was no hospitalization or injury associated with this incident per rn.